Manufacturer narrative:
The device involved in the reported event was returned to the manufacturer for investigation. After decontamination with formalin treatment, the device was visually inspected to verify the compliance with the standards at the time of manufacturing and release. During this inspection, a deformation at the inflow side level was detected. This deformation can be reasonably due to the folded configuration in which the valve remained before the explanting procedure. No element of non-conformity that could be related to possible pre-existing defects has been highlighted from the visual inspection performed. The dimensional analysis performed on the returned prosthesis confirmed the correct dimensions of the returned prosthesis model pvs27 and sn (B)(6). In order to allow an exhaustive evaluation of the functional behavior, a simulation of collapsing, deployment and ballooning phases were performed to attempt to replicate the reported event. The deployment simulation was performed in two different silicon aortic roots, size 25 and size 27, to simulate both limits of the implant conditions. The collapsing procedure performed with the returned valve and a demo accessory kit was completed with no issue. During the simulation of the valve deployment in silicon aortic roots #25 and #27, no problems were encountered. The sealing at the annulus level was guaranteed and the valve remained fixed within the annulus. A residual deformation was visible from the inflow side. Then, inserting some water in the aortic roots from the outflow side, no paravalvular leaks were observed during both the simulations. Considering the static conditions of the test and despite the residual deformation observed at the inflow side level, the water level remained stable under the leaflets free edge. Based on the performed analyses, no elements of non-conformity with the device were identified. It is possible to exclude the relationship between the device quality and the reported event. The manufacturer is performing a review of the manufacturing records of the device. An update to the reporting activity will be provided upon completion of this investigation.s

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1211 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1211) perceval heart valve at the time of manufacture and release. Based on the investigations performed, no elements of non-conformity were identified in the returned device. Furthermore, the device history records (DHR) review performed confirmed that the device was compliant with the specifications required at the time of manufacture and release. Considering the investigations performed, it is possible to exclude the relationship between the device quality and the reported event. As reported, the patient¿s pre-operative annulus dimension measured 24mm. The perceval valve size chosen at the time of implant was a pvs27 that is indicated for aortic annulus diameters ranging between 25mm and 27mm according to the product instructions for use (IFU). Furthermore, the explanted perceval valve pvs27 was replaced by a mosaic aortic bioprosthesis valve 27mm (indicated orifice diameter of 24mm +/- 0.5mm). Considering the patient¿s annulus dimensions, the size of the device ultimately implanted and the indications of the perceval valve IFU, the most reasonable root cause for the reported event can be attributed to an initial oversizing of the device, in combination with peculiar patient annulus characteristics (as reported, the patient's aortic annulus was heavy calcified).

Event description:
On (B)(6) 2020, a patient received a pvs27 in isolated avr procedure with mini sternotomy. The patient's aortic annulus was heavy calcified. After valve implantation, balloon dilatation was done under 4 atm pressure. No paravalvular leakage was observed in intra-op echo. After 3 days from the surgery, 3rd degree perivalvular leak (pvl) was detected. The perceval valve was explanted on (B)(6) 2020 and a 27 mm mosaic valve was implanted. The reason of the pvl is stent folding. The patient was reportedly in stable conditions after the re-do procedure, and was discharged from the hospital. The patient's pre-operative annulus dimensions were of 24mm. No oversizing is suspected, and it is reported that the patient did not have any hypertrophic septum or annular peculiarities deviating from the normal geometry.